Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(4). It was reported that on 03 april 2024, a large flexnav delivery system was selected for procedure. It was noted after procedure via angiogram, that the patient had evidence of hemorrhagic spread from a perforation of the right common femoral artery after clamping of 2 prostar prostyles. The decision was made to an implant a stent. It was noted that there was no difficulty using the large flexnav delivery system during procedure. On (B)(6) 2024, it was noted that the patient developed anemia. The decision was made to transfuse the patient with 2 units of red blood cells. The patient was hospitalized for a few days for monitoring of hemoglobin levels. The cause of the perforation is unknown, but mild calcium in right femoral artery may have contributed. The cause of bleeding is believe to be from failure of closure devices being able to achieve hemostasis. There is no allegation of malfunction against the large flexnav delivery system or procedure. The patient was discharged in good condition at the time of report.

Manufacturer narrative:
An event of use-related tissue damage, bleeding and anemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that bleeding was due to be from failure of closure devices being able to achieve hemostasis. Based on available information, the reported event appears to be related to procedural conditions (blood loss from access site). There was no allegation of malfunction against the large flexnav delivery system or procedure there is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a large flexnav delivery system was selected for procedure. It was noted after procedure via angiogram, that the patient had evidence of hemorrhagic spread from a perforation of the right common femoral artery after clamping of 2 prostar prostyles. The decision was made to a implant a stent. It was noted that there was no difficulty using the large flexnav delivery system during procedure. On 06 april 2024, it was noted that the patient developed anemia. The decision was made to transfuse the patient with 2 units of red blood cells. The patient was hospitalized for a few days for monitoring of hemoglobin levels. The cause of the perforation is unknown, but mild calcium in right femoral artery may have contributed. The cause of bleeding is believe to be from failure of closure devices being able to achieve hemostasis. There is no allegation of malfunction against the large flexnav delivery system or procedure. The patient was discharged in good condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.